Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with fixed insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that an hour after the meter issue occurred, she developed symptoms of ¿sweating, dizzy and fainting¿ however denied receiving any treatment. During troubleshooting the cca noted that there was no apparent misuse of the meter however the batteries required replacing. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.